Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at the facility by a baxter representative. Inspection of the device revealed the batteries were depleted to a potentially level with 4 discharges below alarm threshold. The batteries were replaced and the device was placed back into service fully operational. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
Customer reported a failure of depleted batteries. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.